Event description:
During the procedure, the surgical first assistant noted a spring on the needle driver was not in its expected position, and was poking out of the device. The uses left on this particular device were 8 of 10. The needle driver was taken out of the field.